Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported mechanical jam with the plunger during deployment appears to be related to interaction with the patient¿s thick subcutaneous tissue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an endovascular aneurysm repair interventional procedure using an 8f sheath. Reportedly, the plunger was unable to be pushed (step 2). When the device was removed and checked, the plunger was pushed without any problems. The patient had thick subcutaneous tissue. Another proglide device was used successfully to achieve hemostasis; however, there was some resistance when pushing the plunger. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.